Event description:
After 1 month of implantation, this pacemaker was explanted because of high impedance readings. It was reported that there may have been a bad fit or connection of the lead to the header.